Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited oversensing of noise, high pacing thresholds, and low sensing amplitudes. The noise was reproducible with isometrics. Also, there was a high out of range pacing impedance measurement, measuring greater than 3000 ohms, more than a year ago. The rv pace impedance became stable after switching to unipolar. It was noted this patient was not pacemaker dependent. Technical services (ts) recommended not changing the sensitivity for the noise and suspected an issue with the rv lead that would ultimately require a lead revision. Additional information was received from the field. A lead revision has not been performed at this time. The cause of the issue and resolution was not confirmed. This rv lead remains in service. No adverse patient effects were reported.